Manufacturer narrative:
The steris dsm stated that the sterilizer had been programmed to shut off at a scheduled time and the facility had a late procedure which occurred after the scheduled shut off time. A steris service technician inspected the sterilizer and found the cycle had aborted during the generator flush process. The cycle was aborted due to the emergency stop button being pressed. User facility personnel were properly trained on how to properly start up the sterilizer and how to modify the shutdown times. The cycle and control value programming is outlined in section 7 of the operator manual. The technician modified the shutdown times to accommodate late procedures and returned the sterilizer to service; no further issues have been reported. The sterilizer are not under steris service contract and are serviced and maintained by the user facility.

Event description:
The user facility reported they could not turn on the sterilizer subsequently causing a procedural delay. No injuries to hospital staff or patients. The instrument(s) were sterilized in another piece of equipment.